Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 6 fr angio-seal vip device was returned for evaluation. The arteriotomy locator, hemostasis sheath, guide wire, and the carrier tube assembly within the incompletely opened polyfoil pouch were returned. Visual inspection revealed that there was a kink observed at the blood inlet hole of the arteriotomy locator. There were no signs of use of the device. No other anomalies were noted with the returned components. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the application of an off-axis force to the arteriotomy locator while removal of the locator from the packaging tray may have contributed to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the angio-seal packaging was opened, the expander was found to be kinked. There was no harm to the patient. Additional information was received on april 21, 2019. The procedure was a percutaneous coronary intervention. The user facility used a new angio-seal to achieve hemostasis. A 6fr procedural sheath was used. A pre-deployment angiogram was performed. The patient was discharged from the hospital. The procedure outcome was completed well.